Manufacturer narrative:
Investigation summary bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the flow to the tube is interrupted. The following information was provided by the initial reporter, translated from (B)(6) to english: after observing the flash in the chamber the tube is punctured and sometimes (1% of the cases) the blood accumulates in the chamber system and the flow to the tube is interrupted.